Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump has been returned to the MFR. Eval revealed that a component on the printed circuit board was damaged, resulting in short battery life. The complaint that the pump became warm could not be verified or duplicated.

Event description:
It was reported that the pump was warm to the touch.